Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that the pump is "leaking insulin". There was no reported adverse impact to the customer's blood glucose level. Customer declined follow up from tandem technical support an further information was unable to be obtained.